Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to heavy dust/debris in the video connector. Upon cleaning the video connector, the error disappeared. In addition, a worn video connector latch was found, causing poor connection to the scope end.

Event description:
The user facility reported to olympus that an error code e309 was generated. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections b5, e2 and e3.

Event description:
The problem was found prior to a procedure. A delay of unknown duration occurred and the intended procedure was not completed. When the reported error occurred, the end user was using olympus series 190 scopes.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported problem of "e309" error was user handling. As stated in the instructions for use, as a preventive measure, "clean and vacuum dust from the ventilation grilles using a vacuum cleaner, when necessary. Otherwise, the video system center may break down and get damaged from overheating." The likely cause of the video connector socket failure, identified on the device evaluation, was user handling. As stated in the instructions for use, as a preventive measure: "clean and vacuum dust from the ventilation grilles using a vacuum cleaner, when necessary. Otherwise, the video system center may break down and get damaged from overheating." "Push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards." "Push the video connector into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. " "push the video connector of the camera head or the oes video converter into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. " "when a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. " "when an evis series endoscope is used, disconnect the scope side connector of the videoscope cable and place it on the scope cable holder. If disconnecting the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder."